Event description:
The user reported no hearing sensation with the device at the right side. Initially the mother of the recipient only reported a problem with the audio processor. However, a device assessment was performed and affected channels were observed. There is no trauma reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Surgical intervention is considered, but no date has been scheduled yet for it.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported no hearing sensation with the device at the right side. No trauma was reported. Re-implantation is considered.